Event description:
The customer reported via phone call that he just got off vacation. Customer was in the hot sun and stated that at one time his blood glucose was over 500 mg/dl at (B)(6). Customer stated that after everything was in room temperature, his blood glucose was 180 mg/dl. Customer stated that no one told him that extreme temperature would affect the insulin. Customer stated that his health care professional programmed the pump so that he can only get 15 units at a time. Customer was giving himself more insulin and his blood glucose was going up. Customer stated that the highest blood glucose he saw was 499 mg/dl when he was walking around. Customer's blood glucose was not below 250 mg/dl on the whole trip. Customer stated that he did not go to the bathroom in 2 days. When the customer changed his set, he would get the same results. Customer stated that he did not have any symptoms of high blood glucose. Customer's current blood glucose was 96 mg/dl. Customer stated that he also got the flu.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.